Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water supply volume and clogging of the nozzle did not meet standard value due to clogging of the nozzle. The bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device and the light guide lens had a crack. The adhesive around the objective lens was peeled and the universal cord had a wrinkle. The control unit had discoloration and the adhesive on the bending section rubber had a crack. The image had a partial dark area due to a scratch on the objective lens. It was noted that the device was cleaned and sterilized prior to being returned to olympus. The customer did not know what the foreign material was and there was no delay in start of precleaning. There were no issues noted with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had air/water supply issues. The issue was noted during inspection for use for a diagnostic procedure and the procedure was completed. Inspection and testing of the returned device found that the nozzle had foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.